Event description:
The manufacturer received information alleging a ventilator's "left" select button was broken. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel pca was replaced to address the issue. During the evaluation of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.